Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Added codes in h6 that were inadvertently left out of the supplemental MDR #1 that was submitted earlier today.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the 190 scopes were not working but, the 180 scopes worked with the pigtail. The wiped the pins with an alcohol prep pad and blew into the socket; however, the issue persisted. Tac advised the customer to check the maj-1933 and maj-1941. A follow up was made and the customer confirmed that dust in the socket caused the malfunction. The issue was resolved and the device will not be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer¿s investigation, the reported b30 scope communication error was caused by the adhesion of foreign matter or moisture to the electrical contact; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.